Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. Upon inspection, the customer report of no image was confirmed. Additionally, it was noted bending section was smashed, the bending section cover was chipped, they were unable to perform angulation due to control knob lock and broken wire inside the scope. They also found the up and down control knob was stiff/heavy and the right and left control knob was loose. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on their endoeye flex deflectable videoscope disappears then the screen goes blank. The issue was observed during procedure. There is no harm or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that after the user¿s inspection prior to use, the bending section of the subject device received large stress from the outside. The bending section was crushed by the stress, and at the same time, internal components of the bending section also received large stress. Due to the stress, the charge coupled device (ccd) cable was broken. A definitive root cause cannot be identified. The following description is included in instuctions for use (operation manual); "important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.